Event description:
The event description states the following: "while treating a peripheral blockage, surgeon attempted to insert 5 french antegrade sheath over guidewire. He had a catheter in retrograde when this occurred, and he was attempting to perform the stenting procedure in right groin of pt suffering from peripheral vascular disease. Apparently, pt had significant buildup of plaque in the artery, which may have contributed to the sheath shearing off, when the surgeon tried to advance it. The sheath tore off in the artery, and surgeon was unable to remove remainder of sheath. Surgeon then performed cutdown to remove sheath. Pt had labs drawn stat hemoglobin and hematocrit and type and cross for 2 units packed rbc's. Stenting procedure unable to be completed and pt was transferred to ICU where pt was transfused with the 2 units of prbc's."

Manufacturer narrative:
The maude event report did not include any info about the user facility, the reporter, or the lot number involved. Therefore, the user facility could not be contacted to request additional info. A review of the complaint files confirmed that this event has not been reported to the MFR previously. The failure investigation was limited to assessment of info provided in the maude database and evaluation of samples from random lots of the reported product code. Inspection and testing of samples from 3 random lots of the reported product code confirmed that there were no defects or anomalies. There is no indication that there was any relation to a pre-existing device defect. Although the cause of the reported event cannot be definitively determined based on the available info, the event description is consistent with the sheath having been damaged as a result of manipulation against resistance. As conjectured in the event description, the "pt had significant buildup of plaque in the artery, which may have contributed to the sheath shearing off when the surgeon tried to advance it." The device labeling does address the potential for such an occurrence in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.